Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to position/difficult to remove (guiding catheter resistance) and stent damage were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a heavily calcified coronary lesion, pre-dilatation was performed and the 2.75 x 12 mm xience pro stent delivery system (sds) was advanced; however, resistance was noted with the guiding catheter while the sds exited the guiding catheter. The sds became stuck. The sds was able to be removed and it was observed that several stent struts were flared. A new xience pro sds was used successfully with the same guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.